Event description:
On (B)(6) 2010 the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultrasmart meter was not powering on. The medical surveillance specialist (mss) contacted the patient on (B)(6) 2010; however, the phone number provided was incorrect. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on (B)(6) 2010 at an unspecified time. The patient indicated he manages his diabetes with pills and diet/exercise. At the time of the alleged issue, the patient denied taking any action regarding his diabetes management regimen. The patient claimed on the same day of the alleged issue, he was feeling dizzy and developed symptoms of blurred vision. The patient however denied receiving any medical treatment. At the time of troubleshooting, the cca was able to verify there was no misuse of the subject meter and needed no battery replacement. The patient did not have test strips to power the subject meter on per the owner's manual. The alleged issue was not resolved training. Replacement products were sent to the patient. Based on the information provided, it is not known how soon after the patient developed the symptoms after the alleged issue began. Therefore, this complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. A 510(k) # is k021819.